Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, towards the end of the 2nd leg harvest, they noticed little grey pieces were missing off the vasoview hemopro tip. It looked like little grey pieces of the jaw had chipped off. It is unk whether pieces stayed in the pt. The reported unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the upper half of the cold jaw silicone boot was detached. The jaws were burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot chipped off" was confirmed. The lot number could not be obtained so a lot history record review could not be performed. Internal file number: (B)(4).